Event description:
Just 14 months after primary, the pt came to the surgeon's office complaining of pain. The surgeon determined the stem had become loose. The surgeon removed and revised the stem, head, and liner. MFR ref #: 3005180920-2014-00183.